Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the user was unable to request rxverify approval when attempted to issue lorazepam 0.5 mg tablets, as the option was not available. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to request rxverify approval. A technical support specialist (tss) remoted in and noticed that the cabinet was not synchronizing with myqlink (mql). The tss restarted the synchronization, and the cabinet was synchronizing with mql. The tss also installed the software patch as advised by another tss agent and confirmed that the customer had access to the medications outside the cabinet, as they had just been delivered, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.